Event description:
It was reported that during a laparoscopic sigmoid procedure, the device would not close and lock. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.